Event description:
A healthcare professional reported linguini sign and intracapsular rupture. Multiple cysts is not device related. No lymphomas, no enlarged lymph nodes¿ the device remains implanted.

Manufacturer narrative:
(Zip code): (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
"Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Cyst-ndr: not applicable as the event is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided." "Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Additional observations: red particles on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided."

Event description:
A healthcare professional reported, right-side intracapsular rupture and multiple cysts per imaging report which has been assessed as not device related. The device has been explanted.

Event description:
A healthcare professional reported right side linguini sign and intracapsular rupture. Multiple cysts is not device related. No lymphomas, no enlarged lymph nodes¿ the device has been explanted.

Event description:
A healthcare professional reported, right-side intracapsular rupture and multiple cysts per imaging report which has been assessed as not device related. The device has been explanted.